Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/07/2026 and 01/08/2026. The sensor was inserted into the arm on (B)(6) 2026, which is off-label usage of the device. On 01/05/2026, it was reported that at approximately 4:00 am, the patient¿s husband noticed that the patient was talking in her sleep, which he found unusual. He attempted to wake her but was unable to do so, prompting him to contact 911. At this point her husband checked the dexcom app and the egv was over 200 mg/dl. About 15 minutes later, paramedics arrived and immediately administered IV fluids and dextrose/glucose. A fingerstick was performed, revealing an unknown low bg value. The patient regained consciousness approximately 30 minutes after initial intervention. The paramedics continued to monitor the patient for an additional 30 minutes then left the residence. She continued using the cgm. On 1/08/2026, the egv was 119 while bg was 262 mg/dl. There was no report of symptoms or treatment for hyperglycemia with low bias inaccuracy. They decided to remove the cgm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional event or patient information is available.